Event description:
It was reported that the user started a freestyle libre 3 plus sensor with the libre app, after which the ilet system could not use that sensor because it was already in use by another device; the agent instructed the user to start a new sensor, and in the interim advised reverting to backup therapy, which reflects an improper or incorrect setup procedure and an interoperability issue rather than a device component malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to the sensor being paired to a different device, aligning with user setup error; a specific device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."